Event description:
It was reported that the implantable pulse generator (ipg) exhibited a pacing statistics error where the quicklook pacing percentage did not match with the histogram pacing percentage and the breakdown pacing percentages were not appropriate. It was noted that the ipg was programmed to vvir mode but the statistics remained as if in dual operation. It was also reported that the right atrial (ra) lead is non-functional and was unable to capture the atrium, and atrial sensing was intermittent and very low and the device was set to vvir for this reason. The ipg remains in use and the ra lead remains in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.